Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While attaching the inflation device to the 3.50 x 16mm synergy ii drug-eluding stent outside of the patient, a shaft break occurred. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. A 3.50 x 16mm synergy stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 3 cm distal to the distal end of the strain relief as well as a kink situated 4 cm distal to the break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While attaching the inflation device to the 3.50 x 16mm synergy ii drug-eluding stent outside of the patient, a shaft break occurred. The procedure was successfully completed with a different device without issue or patient injury.